Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and data analysis is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced "thirst", "dry mouth", and was unable to self-treat, requiring third-party treatment of "insulin injection" (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced "thirst", "dry mouth", and was unable to self-treat, requiring third-party treatment of "insulin injection" (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "check again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced "thirst", "dry mouth", and was unable to self-treat, requiring third-party treatment of "insulin injection" (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.